Event description:
It was reported that a caucasian female patient underwent a breast reconstruction with mentor memoryshape breast implants 150cc (l) and 350cc (r) and experienced breast cancer which metastasized to the right lung post-operatively along with asymmetry on the left side. The left breast prosthesis was removed and replaced with a similar device on (B)(6) 2019. The patient underwent a right-sided thoracotomy and lung resection on (B)(6) 2022. This report is for the left breast prosthesis. See manufacturer report number 1645337-2023-02740 for contralateral side.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: asymmetry manufacturer¿s reference number: (B)(4).